Manufacturer narrative:
Not available

Event description:
This spontaneous case was reported by a consumer from the united states of america via other source. The reporter (consumer) reported using waterpik flossers-12 white (wf-12 white). As per description, the charging cord melted, which suggests a potential device malfunction in the charging system which led to overheating and thermal damage, hence the event assessed as serious and reportable to us FDA. Medical history and concomitant medication - unknown.